Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been fractured. The lead was surgically abandoned, and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been fractured. The lead was surgically abandoned, and new lead was placed. No additional adverse patient effects were reported. Additional information was obtained which indicated that lead fracture was confirmed through fluoroscopy. Moreover, no other clinical observations noted. No additional adverse patient effects were reported.